Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was noted that the estimated remaining longevity decreased from four and a half years to one year within a six-month time period. It was observed that the device was mode switching, so it had to be reprogrammed. Since then, the battery has not been depleting as expected, so the device was reprogrammed again, but no significant changes in the depletion rate have been observed. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. The field representative involved was asked to send updated data to perform the analysis. The device replacement procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was noted that the estimated remaining longevity decreased from four and a half years to one year within a six-month time period. It was observed that the device was mode switching, so it had to be reprogrammed. Since then, the battery has not been depleting as expected, so the device was reprogrammed again, but no significant changes in the depletion rate have been observed. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. The field representative involved was asked to send updated data to perform the analysis. The device replacement procedure will be scheduled. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it was noted that the estimated remaining longevity decreased from four and a half years to one year within a six-month time period. It was observed that the device was mode switching, so it had to be reprogrammed. Since then, the battery has not been depleting as expected, so the device was reprogrammed again, but no significant changes in the depletion rate have been observed. A request was made to have data from this device analyzed, but technical services (ts) indicated that data is not available at this time. The field representative involved was asked to send updated data to perform the analysis. The device replacement procedure will be scheduled. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and this device was explanted and replaced. No additional adverse patient effects were reported. The device was returned for analysis.